Event description:
It was reported by the rep that 1 filter leg was found to be fractured and was located 3 cm below the filter. The fracture was detected during an angiogram that was being performed prior to a planned removal. The filter was also tilted, approx 40% and was embedded in the ivc wall. The physician attempted to remove the filter, however, was unable to. The procedure was stopped due to pt's complaints of chest pain. Another attempt to remove the filter was planned; however, the pt developed dvt. Pt is currently being treated with medication and a reassessment will be made at a later date to see if the filter can be removed. The filter was placed suprarenal in the pt at 10 weeks gestation. The pt had a history of pe and the filter was placed to avoid anti-coagulant therapy. It is not kown what type of delivery the pt had. The pt is currently asymptomatic with regards to the filter. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The device was not returned for eval as it remains implanted. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current info for use (IFU) for this device states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Precautions: the safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.